Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and bard allomax were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, bleeding and neuromuscular problems. It was reported that the patient underwent revision surgery on (B)(6) 2009 by dr. (B)(6) and on 2012 by dr. (B)(6) due to extrusion, erosion of material and hysterectomy.